Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) surgery using a trochanteric femoral nail advanced (tfna) system for the femoral trochanteric fracture. During the surgery, the surgeon was not able to insert the tfna end cap using with an unknown screwdriver t40, even though the surgeon positioned the patient's leg inward. The surgeon attempted several times using an unknown guidewire with screwdriver t40 or an unknown flexible screwdriver but was unsuccessful. The surgery was completed without inserting an end cap. The surgeon commented that the soft tissue might interfere with an end cap. It is unknown if there was surgical delay. Procedure outcome is unknown. The patient status is unknown. Concomitant medical products: unknown screwdriver (part# unknown, lot# unknown, quantity 1) and unknown guidewire (part# unknown, lot# unknown, quantity 1). This report is for one (1) ti end cap for tfna 0mm extn - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Phone device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part: 04.038.000s; lot: 1l52673; manufacturing site: (B)(4); release to warehouse date: october 03, 2018; expiry date: september 01, 2028. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.